Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: no air is detected during the air test. However, within 1/2 an hour of treatment initiation. The air detector alarm goes off and air bubbles are seen in the venous chamber no patient injury has been reported. Lot # 0061974983 (2 incidents) - 1 sample is available for evaluation. Customer thinks that the problem is coming from the purple connector between the saline bag and the patient line because they noticed this morning that it is not forming a good seal and the saline is dribbling out of it which can cause air to enter the system.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. The returned sample was visually inspected, and no visual defects were identified. Thereafter, the sample was subjected to a functional leakage test, following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air underwater. Leakage was identified at the connection of the spike line into the arterial set. A second arterial set was used to ensure the arterial line was not the cause of the issue, and the leakage still persisted. The spike line male connector was inspected under a magnifying glass and compared to a conforming sample. The threads of the male connector on the returned sample appeared to start and end differently than the conforming sample. Based on the investigation findings, the sample did not meet internal specification; therefore, the reported defect was confirmed. Due to the reported incidents a supplier corrective action (scar) has been generated to address the issues of leaks at the male luer connectors. Based on the supplier gvs home of haemotronic investigation, a review of the machine/process confirmed that the defect is attributed to the wear of the seals, the vents becoming clogged and damaged, causing short firing during the molding process of male luer connector. Ultimately, the defect identified has been found to be caused during the supplier manufacturing process of the male connector. Based on these findings the supplier implemented the following actions: alert the machine and inform the personnel involved about the defects, perform the required preventive maintenance to repair forming pins and vents, balance the mold to ensure proper filling in all cavities, and document the appropriate parameters to keep the process stable and without variations. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.